Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced an episode of vf. The patient lost consciousness and was externally defibrillated. Upon interrogation, the pulse generator exhibited false eri and eos. The device firmware was reloaded successfully. No patient symptom post resolution was reported.